Event description:
It was reported that during a wolff-parkinson-white syndrome procedure, the patient developed tamponade. A transseptal puncture was performed, with tee guidance, and 2 sheaths were inserted across the atrial septum. About 3 mapping points were taken, and 1, 25 second ablation was delivered at 35 watts, 65 degrees with a 4mm navistar catheter to ablate a left posterior pathway. It was then that the physician noticed the patient's pressure was decreasing and heart rate increasing. They verified a pericardial effusion/tamponade with transthoracic echo. A pericardiocentesis was performed, the blood pressure normalized. The caller stated that the physician believes the transseptal puncture caused tamponade.

Manufacturer narrative:
(B) (4). Two st. Jude medical transseptal sheaths and needles were also used during the procedure. All diagnostic catheters used were non biosense webster products. Two 4mm navistars were used during the procedure, the first displayed high impedances and was replaced by another before it was ablated with. Only one of these catheters is being returned. It is unclear which one.